Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the initial MDR, additional information was provided on 09/29/2020. It was reported that the patient was hospitalized for two nights from (B)(6) 2020 through (B)(6) 2020. The patient was discharged on (B)(6) 2020. No further patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient was in a store when she received an alert on her g6 app that her cgm value was 4.7 mmol/l (her bg was not taken). The patient continued to shop; however, she became dizzy and informed the staff that she was diabetic. The cgm and bg values were not provided at the time she became dizzy. The patient was assisted to the check out to sit; however, she does not recall what occurred after that. She woke in the hospital and had been diagnosed with a skull fracture, cerebral hemorrhage, and nerve damage. The following day, the patient¿s sensor was scheduled to be replaced by her diabetic nurse. Prior to replacement, a comparison bg was taken, and an inaccuracy was confirmed; however, the cgm and bg values were not provided. The patient was hospitalized for four nights, and discharged on (B)(6) 2020. The patient continued to experience sleepiness, tiredness, hearing loss in the right ear and loss of smell. At the time of report, her sense of smell had not returned. The patient was prescribed citodon 500 mg (codeine and paracetamol), oxynorm (oxycodone hydrochloride) and metoclopramide. At the time of report, the patient was resting and on medication. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was in a store when she received an alert on her g6 application that her cgm value was 4.7 mmol/l (her bg was not taken). The patient continued to shop; however, she became dizzy and informed the staff that she was diabetic. The cgm and bg values were not provided at the time she became dizzy. The patient was assisted to the check out to sit; however, she does not recall what occurred after that. She woke in the hospital and had been diagnosed with a skull fracture, cerebral hemorrhage, and nerve damage. The following day, the patient¿s sensor was scheduled to be replaced by her diabetic nurse. Prior to replacement, a comparison bg was taken, and the inaccuracy was confirmed; however, the cgm and bg values were not provided. The patient was discharged on an unspecified date after the event. The patient continued to experience sleepiness, tiredness, hearing loss in the right ear and loss of smell. The patient was prescribed citodon 500 mg (codeine and paracetamol), oxynorm (oxycodone hydrochloride) and metoclopramide. At the time of report, the patient was resting and on medication. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.